Event description:
It was reported that two fibrous foreign materials were found attached to the intraocular lens (iol) after implantation. The two foreign materials were removed from the eye and were stated to look like thread. No medical or surgical intervention was required and patient is stated to have no problems. The iol remains implanted. No additional information was provided.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the photo/video device history record, complaint trending, and risk documentation, if applicable for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.